Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. It was also noted that on one device check, there was less than one year remaining on the battery, but when checked on interrogation before the replacement procedure, the longevity showed greater than two years remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.